Event description:
Revision surgery was reported due to cup impingement with the femoral stem neck,

Manufacturer narrative:
.

Manufacturer narrative:
The associated complaint device was not returned. A review of the complaint history shows no prior complaints for the listed lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.